Manufacturer narrative:
(B)(4). (B)(4) was not authorized to conduct the device evaluation/repair.

Event description:
It was reported that a ventilator display remained black after turning it on. After the device was shut down by holding the holding the power source button down, it was rebooted and worked properly. There was no patient involvement.